Manufacturer narrative:
The device has been evaluated and the implant coil detaches normal.(B)(4)

Event description:
Treatment of an aneurysm. It was reported the coil could not be detached during procedure. The device was removed from the patient.no patient injury reported.